Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a probable cause could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of e117 (charge couple unit failure) error was not confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus employee reported on behalf of a customer, the visera 4k uhd camera control unit displayed an e117 (charge couple unit failure) error during preparation for use. The intended procedure was a therapeutic laparoscopic hysterectomy. The procedure was completed using a replacement device. There was no delay or patient harm associated with this event.